Manufacturer narrative:
Based on the available information, the bench repair engineer assessed the device and found the therapy card to be defective. Philips sent a service quote to the customer, but customer declined the repair. No repair activity was performed by philips, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy card. Further root cause was not determined. The reported problem was confirmed.

Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the therapy card was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.